Manufacturer narrative:
(B)(6). Final analysis found that partial lead was returned in two pieces. Analysis revealed surface insulation abrasions and an outer coil fracture due to clavicular crush.

Event description:
This report is to advise of an event observed during analysis.